Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no other evidence was provided. The removed implant was accidentally discarded at the hospital. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event such as the patient's details, his activity level post op, x-rays, mobilization instructions of surgeon and its compliance by patient, as well as the affected device must be available in order to determine the root cause of the complaint event. In general, one of the probable root causes of plate breakage is patient related (excess loading and weight bearing). IFU also states ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. ¿ conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. ¿ improper alignment can cause a mal-union of the bone and/or bending, cracking or even breakage of the device.¿ if the device is returned or any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: the plate was found to have broken 3 months after the operation. The doctor thinks that the broken part has some load and is broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. : device discarded.

Event description:
It was reported: the plate was found to have broken 3 months after the operation. The doctor thinks that the broken part has some load and is broken.